Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexl0855 showed two other similar product complaint(s) from this lot number.

Event description:
The catheter was sheared off and portion of the catheter and guide wire were left in the patient. Patient had to be taken to special procedures for retrieval of the catheter tip. No harm to the patient, the catheter piece was retrieved successfully.